Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection was noted. The pump passed the leak test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a replacement insulin pump but noticed that the down button is sometimes not responding. Customer went through the menus and stated that the pump seemed to be working okay but then the button did not respond. Customer noted that the last pump did not react like this. Customer stated that the pump has not been exposed to moisture. Customer agreed to have the pump replaced.